Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a bactiseal catheter (ID 823072) and a certas valve were implanted due to an arteriovenous malformation (avm) hemorrhage via ventricular peritoneal (vp) shunt in 2025 at unknown setting. Progress of the patient was good soon after the surgery. The patient fell and developed acute subdural hematoma due to head injury. Therefore, the pressure setting was adjusted to 7. The patient developed ventricular dilatation since the setting was changed to higher setting, so the device was changed to a lower setting. However, obstruction of the device was suspected since it was difficult to manage the ventricles with this device. The catheter and the valve were removed and replaced. The physician assumes that high protein concentration (around 60) could be the reason for the obstruction.